Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. Customer declined to provide their blood glucose reading. The customer stated when they were in the hospital, they were taken off the pump. When the customer was put back on the pump after being discharged, the pump kept restarting and resetting and then just shut off and would not come back. The customer is currently on manual injections. It is unknown when the customer was hospitalized or discharged. The insulin pump will not be returned for analysis.